Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent foreshortening occurred. The 80% re-stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified cephalic vein. After a 7x100x75 epic stent was implanted, it was noted that the stent foreshortened for about 6cm causing vessel obstruction. Further devices were unable to pass through. The patient was sent for surgery and graft replacement was performed. No further complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent foreshortening occurred. The 80% re-stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified cephalic vein. After a 7x100x75 epic stent was implanted, it was noted that the stent foreshortened for about 6cm causing vessel obstruction. Further devices were unable to pass through. The patient was sent for surgery and graft replacement was performed. No further complications were reported. Device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual analysis showed that the inner liner had multiple kinks from the tip proximally to 13cm. It was noticed the stent was not returned with the device. The stent was implanted in the patient. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.